Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported two different patient events involving an olympus endoscope, bleeding intraoperatively and one surgeon. For patient one (1), the customer reported, during a therapeutic upper endoscopy, a surgeon confirmed the patient was bleeding when looking up at the endoscope after insertion into the duodenum and returning to the stomach. The procedure was interrupted and cancelled because of a lack of hemostatic tools to treat the bleeding. The patient was urgently transported to another facility. The results of the response after the emergency transport are unknown, but it seems that hemostasis was applied. The surgeon noted the insertion part of the scope may have been slippery and there is possibly an issue with the cleaning and storing the endoscope. After cleaning with end fresh and brushing, wash and disinfect with oer-4. The endoscope and cleaning process was inspected by the olympus representative and no issues were identified. The nurse stated other surgeons have not had any other issues with the endoscopes and there has not been bleeding in the last ten (10) years. The facility noted the surgeon has worked part-time, once a week, for about a year. The facility stated the same surgeon had a bleeding issue with a second patient at the same facility in the past with a different olympus endoscope. This event is captured in (B)(6). The customer reported two events: (B)(6): gif-h290z, 2934713 - patient 1, emergency transport for bleeding and treatment. (B)(6): unknown endoscope - patient 2 bleeding event in the past. This report is for patient 1.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer could not determine the probable cause. It is undetermined. No malfunctions were reported. Olympus will continue to monitor field performance for this device.